Event description:
Star total ankle replacement talar component was exchanged to correct sizing issue. The sliding core mobile bearing was also exchanged.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing; model#: 400-140, lot#: 0913039; expiration date: 06/01/2014. Device manufacture date: 06/2009. There were no deviations reported in the dhrs for part no. 400-140, lot no. 0913039 and part no. 400-254, lot no. 090303/0252. All released parts were within specification.